Manufacturer narrative:
Reliability analysis not required. Only needles returned.

Event description:
The customer reported via phone call of a sensor anomaly. The customer blood glucose reading was 152 mg/dl. The customer reported that the serter never fires. The customer was advised to fold over the flap and tuck the sensor under connectors before placing the serter onto the pedestal. The customer stated that the fold over flap was not dislodged before placing the sensor in the serter.